Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was unable to be retracted into the balloon catheter fol lowing right inferior pulmonary vein (ripv) ablation. It was observed via fluoroscopy that the tip of the mapping catheter could not be removed from the tissue. An additional surgical operation was performed to removed the mapping catheter tip from the tissue. The patient was reported to be in stable condition. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an image file was returned and analyzed. The returned image showed a bloody tissue on broken loop and separated from the mapping catheter shaft. The reported entrapped mapping catheter inside the body was confirmed through returned image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was unable to be retracted into the balloon catheter fol lowing right inferior pulmonary vein (ripv) ablation. It was observed via fluoroscopy that the tip of the mapping catheter could not be removed from the tissue. An additional surgical operation was performed to removed the mapping catheter tip from the tissue. The patient was reported to be in stable condition. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Incoming information was received and indicated, since surgical treatment was required, the originally planned pulmonary vein isolation procedure was aborted.